Manufacturer narrative:
H6. Investigation results - the finished product release document for the truliant tib imp psc insert sz 4, 15mm was reviewed, the device was released for distribution. The cause of the patient¿s reported infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition. These devices are used for treatment not diagnosis. There is no other information available. Correction h6. Health effect - clinical code- unspecified infection.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, b5, d6b, g2, h6 clinical codes, device problem code, component code, type of investigation codes. H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2026-00228. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
Report #1 of 2 for this event. It was reported a patient underwent a left knee revision five (5) years, seven (7) months after their initial left knee arthroplasty. Subsequently, approximately five (5) months after their revision, the patient experienced infection (unspecified). As a result, approximately ten (10) months after the unspecified infection, the patient underwent a 2-stage revision. Operative notes were provided. Intraoperatively, the surgeon observed effusion and synovitis. The patient was revised to a competitor's construct. No further patient impact was reported. No additional information is available.

Event description:
As reported via legal documentation, a patient had left knee revision on (B)(6) 2022. They had their second left knee revision on (B)(6) 2023, approximately 5 months after their first revision due to infection. The patient has reported pain, loss of motion, infection, swelling, osteolysis, synovitis, and edema. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.